Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That post-operatively two screws migrated out of the tulop head of a uniplanar screw at the distal end of the construct, causing displacement of the rod and loss of correction. The patient was revised on (B)(6) 2018.

Manufacturer narrative:
Comprehensive investigation was immediately initiated on receipt of the complaint. The subject part was returned for evaluation, and a thorough investigation was competed . All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Upon review of the titanium rod, it was observed that the part displays surface damage consistent with the effects of rubbing against the heads of the screw due to insitu displacement. Review of x-ray images reveal the set screws migrated a significant distance, and would therefore allow for more space between the rod and tulip head., allowing for free motion.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That post-operatively two screws migrated out of a tulip head of a uniplanar screw at the distal end of the construct, causing displacement of the rod and loss of correction. The patient was revised on (B)(6) 2018.